Event description:
It was reported that a user participating in the ilet experience study felt dizzy and tired while using the ilet system, and the event was characterized as hyperglycemia with unclear cause. Symptoms included dizziness and fatigue consistent with a hyperglycemic episode. Outcomes included no reported hospitalization or long-term disability. Investigation included internal complaint intake and a request for additional information from the customer. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no device-specific anomaly was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.